Event description:
It was reported that the patient experienced a hyperglycemia event with a peak blood glucose of 225 mg/dl after a meal while using the ilet system, with blood glucose measured at 123 mg/dl the following morning and no symptoms reported. Symptoms included hyperglycemia without associated clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.